Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon. There were no patient complications nor injuries reported.